Manufacturer narrative:
H.6 investigation summary: the customer reported they would like to select the 'culture protocol order definition' field as criteria in culture workup worklist. This was logged against synapsys material #444150, serial (B)(6). This is a confirmed failure of a bd product. This issue is captured in a software change request and the issue will be fixed in synapsys v 5.20.

Event description:
It was reported that while using bd synapsys¿ application errors with culture workup were observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: "customer reports that they would like to filter results in "culture workup" by "protocol"".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ application errors with culture workup were observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: "customer reports that they would like to filter results in "culture workup" by "protocol".